Event description:
It was reported that, "when aspirating an ovarian cyst, the small conical blue plastic nose piece, fell into the pt. It was retrieved. There was no injury to the pt. The procedure was not altered.

Manufacturer narrative:
As soon as the evaluation of the returned device is completed, a supplemental report will be filed.